Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [blurry] was confirmed. According to henke: scope evaluated as a level 3. Deep dents, bent needle, distal tip/fiber damage, loose prism, loose optics, moisture, scratches, missing paint. Probably root cause for this failure is: due to customer use and handling the device manufacturer date is not known.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.